Event description:
Customer reported experiencing high blood glucose readings and stated that they were unable to bring their blood glucose readings down. Customer was forced to resort to manual injections. Customer mentioned that the screen of the insulin pump had cracks. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple no delivery alarms were noted in the alarm history. Customer also mentioned receiving a no delivery alarm during troubleshooting. Customer's blood glucose reading at the time of the call was 475 mg/dl and has treated with two shots. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on the display window.